Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that the tlc55 instrument would not fire due to locked out after the cartridge was changed. Another instrument was used to complete the case. There was no consequence to the pt.